Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side deflation. The device has been explanted.

Event description:
Healthcare professional reports right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and partial delamination of the valve. Leak test and microscopic analysis were performed which identified partial delamination of the valve. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was partial delamination of the valve (adhesive failure).